Event description:
After the surgery pt got an infection and was in the hosp 43 days with intravenous antibiotics and shoulder never did work right and shoulder is getting smaller and pt has very little use of right arm and it hurts with very little movement and pt went to clinic for a second opinion and found out that pt has a broken screw. This implant was not FDA approved and dr and orthopedic surgeon had never seen an implant like this and x-ray shoulder. Broken screw had the ball joint in place and unless pt keeps their arm at rest it hurts almost constantly and pt has to take lots of pain medication.